Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm. No patient harm was reported. Testing of the involved monitor by philips after the event showed that the monitor was functioning as intended. The hospital requested additional training for its staff. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm. No patient harm was reported.